Manufacturer narrative:
The holes in the hose could interfere with ventilatory support.

Event description:
Product integrity.

Manufacturer narrative:
The holes in the hose could interfere with ventilatory support. "Based on the investigation and since no pictures or physical sample of fg agnx2xxx with lot number 0004258034 was provided we cannot confirm the reported defect since we requite the physical sample to perform a better investigation. The root cause was not established no corrective or preventive actions were taken.

Event description:
Product integrity.